Manufacturer narrative:
This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015: medical records received. After review of the medical records for the MDR reportability, patient was revised due to soft tissue necrosis and granuloma from metal on metal. Clinical notes reported of pain and discomfort. MRI showed a large amount of peri-prosthetic fluid over the greater trochanter and in the anterior hip bursa which representing alval and indicative of reaction to metal wear. X-ray stated that there is a bone heterotopic new bone formation lateral to the hip and also new bone formation at superomedial aspect of the acetabular cup. Laboratory results for cobalt were above 7ppb. Product codes and lot numbers provided.

Manufacturer narrative:
Medical records received. After review of the medical records for the MDR reportability, patient was revised due to soft tissue necrosis and granuloma from metal on metal. Clinical notes reported of pain and discomfort. MRI showed a large amount of peri-prosthetic fluid over the greater trochanter and in the anterior hip bursa which representing alval and indicative of reaction to metal wear. On (B)(6) 2015, notes stated there is 1-2 cm shortening in the left leg. X-ray stated that there is a bone heterotopic new bone formation lateral to the hip and also new bone formation at superomedial aspect of the acetabular cup. Laboratory results for cobalt were above 7ppb. Product codes and lot numbers provided. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.